Event description:
It was initially reported that the device had logged an event code. After evaluation by physio-control, it was observed that the device would not charge defibrillation energy. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and determined that the cause of the reported failure was due to shorted pins 1-13 and 13-9 of a diode, designator cr30.